Event description:
Ciba vision focus dailies contact lenses split and break in the eye. Has happened 3 times in the last 4 months, twice I had to go to the hosp to have the pieces removed from my eyeball area.